Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that since the pump implant, the medication was not helping with all her pain. The patient stated that she felt the dose was too low and when she boluses she did not feel any pain relief. It was also reported that, since implant, the patient felt the pump moving around her in her body. Per the patient, one time it took the doctor six times to find the pump to do a refill. The patient mentioned that she has to have reconstructive spinal surgery and she requested to have the pump implanted in the front and now it was moving all over.